Event description:
Customer reported having issues with calibrating the sensor. Customer stated the sensor was reading low blood glucose of 20 mg/dl and blood glucose was over 600 mg/dl. Customer also reported issues with sensor adhering and blood at site. Troubleshooting was performed for issues. Customer was advised how to properly calibrate and insert sensor. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.